Event description:
Totally occluded sfa. Physician went sub-intimal and re-entered without issue. He did not pre-dilate and therefore direct stented. The lesion was heavily calcified. He deployed @ 40mm of stent when the delivery sheath got stuck. As he retracted the sheath the stent began to stretch out and elongate. Appearance of the stent was unusual with an open cell look. He proceeded to deply a smart stent within the protege and the case ended without incident.